Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Upon review of the file, it was identified that a fluid leak had occurred coincident with peritoneal dialysis therapy. A review of the patient's product history was performed to determine the product code of the cassette used at the time of the incident. It was identified that the patient had received two different liberty cycler sets (050-87212 and 050-87216) within a three month time period leading up to the event. As the cassette used by patient is unknown, the product line for the cassette will be coded against an unspecified fmc cassette.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during an unspecified phase of their therapy. The patient cancelled their treatment and, upon removing the supplies, discovered fluid leaking from the cassette compartment of the cycler. The patient attempted to continue use of the cycler for their next treatment but stated that the cycler began ¿acting up¿ after the leak. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment without the cycler. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the reported leak. The cassette used at the time of the leak was discarded. The patient has since received a replacement cycler and has continued with therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.